Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of locking pin had broken was not confirmed. Device evaluation found that the locking pin had detached and required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "electro-optical system elite" locking pin had broken. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.